Event description:
Procedure: lap hysterectomy.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, the inner shaft was peeled off by itself. Only once rotating. Patient is not involved.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The sheath of the inner shaft was noted to be peeling. The instrument was evaluated for electrical conductivity; proper conductivity was observed. The rotation knob functioned properly. The shears were applied to test media and cut the media cleanly without issue. The handles opened and closed without any hang ups noted. The shears could extend without issue. No functional abnormalities were observed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.